Event description:
Event occurred at 11:10am during hemodialysis treatment. Pt's uf was turned off due to hypotension. Pt was alert and oriented, but appeared to be short of breath and did not have any specific complaints. Shortly after, certified dialysis technician went to take pt's blood pressure and pt became unresponsive. Pt had no pulse and was not breathing. CPR was initiated. Ems arrived 1.42 mins into CPR, assumed care of pt and continued CPR. Pt was transported to a local hospital and the facility rec'd a phone call shortly after from nephrologist that the pt had expired. Per policy, the machine used by this pt was removed from service and designated not usable until technical services tested the machine and machine was released. Technical department notified on (B)(6) 2013. Functional test of the machine was performed on (B)(6) 2013. Functional test on (B)(6) 2013 of this machine failed. Machine was locked out/tagged out. Fresenius renal therapy group was contacted on (B)(6) 2013 and will check the machine before placing back into service. Please refer MFR report # 2937457-2013-00209.